Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had missing and broken needle after the insertion. The customer reported 7.5 mmol/l at the time of the event. The customer was advised to return the sensor but the nurse had threw out the sensor. The sensor will not be returning for analysis.